Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4), and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that two similar complaints were received for this production order number. But there was no product deficiency identified for these complaints. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zxr00 intraocular lens (iol) was implanted in the patient¿s right eye but was explanted due to the patient being unhappy and experiencing positive dysphotopsia, continuous sparkling vision, halos, and additional comments were minimal refractive error. It was learned that there was no information of incision enlargement, vitrectomy or sutures being required. Patient fine post-exchange. Visual acuity pre-operative: 20/40 right eye (od), 20/25 left eye (os), visual acuity post-operative: 20/25 both eyes (ou). No other information was provided.